Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported a hospitalization event for diabetes ketoacidosis. The customer also reported that he was in two separate hospitals in the span of 10 days. Date of hospitalization was 07/10/2014. Blood glucose at the time of admission was 804 mg/dl. The customer stated he was changing his insulin concentration prior to being hospitalized. He also stated he was released from the hospital after 10 days. The customer was no longer wearing the insulin pump. No additional information provided.